Event description:
The reporter indicated that the pt's seizures have increased during the last couple of months. The reporter also stated that the pt recently had a fall and bruised the area where the generator is located. Further follow-up revealed that diagnostic testing was done, and the pluse generator was found to be functioning properly; however, the physician suspects the device may be nearing end of service. The physician also reported that the pulse generator parameters were set on "rapid cycling" (high settings). Therefore, the pulse generator could be nearing end of service. The pulse generator will be tested again in one month. A new pulse generator may be implanted as a precaution.